Event description:
It was reported that the device had a failed occlusion test at 11.55 psi. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: UDI number. Date returned to mfg 5/9/2024. One device was returned for evaluation. Visual inspection revealed the downstream sensor and upstream sensor were contaminated. The event history log confirmed a high-pressure alarm occurred. Functional testing was able to replicate the reported issue. The most probable root cause was determined to be fluid ingression on the downstream sensor. The downstream sensor was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.